Event description:
It was reported the ventricular lead socket is broken. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the lower case was broken, display wire insulation was pinched (wire insulation not compromised), keypad was contaminated, and encoder nuts were not torqued to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.